Event description:
It was reported that a patient underwent a lateral episiotomy procedure in (B)(6) 2011 and suture was used on the mucous layer and skin. After about ten days, the surgeon found that the skin had ruptured and had a minor infection. The patient was treated with antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a lateral episiotomy procedure on (B)(6) 2011 and suture was used on the perineum mucous layer and skin. After about ten days, the surgeon found that the skin had ruptured and had a minor infection. The rupture was treated with antiphlogistic medicine and the surgeon used a local suture to pin up the skin. The patient was also treated with antibiotics and currently doing fine. Representative samples were returned for evaluation. They were visually inspected and no defects were observed. The samples were tested for sterility testing and found to meet specification. The samples were found to be sterile. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.